Manufacturer narrative:
(B)(4).

Event description:
It was reported "40cc rediguard did not fit through sheath that was provided in insertion tray. They had to grab another sheathoff the sheath off the shelf and ended up using a maquet catheter". Additional information states that the second catheter (maquet brand) was inserted into the same insertion site. No patient injury or consequene reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is dy41456. Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the oneway valve was connected and tethered to the short driveline tubing. A section of the bladder was fully unwrapped near the iabc distal tip, and the remaining length of the bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. Returned with the iabc was the supplied saf sheath with sidearm and dilator assembly. No damage or abnormalities were noted with the sheath or dilator. The bladder thickness was measured at six points with measurements ranging from 0.0076in-0.0080in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The returned iabc could not be advanced through the returned saf sheath due to the returned state of the device. Upon return, the bladder was fully unwrapped near the iabc distal tip. As a result, difficulty may occur if the iabc is attempted to be inserted through a sheath with the bladder fully unwrapped. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "rediguard did not fit through sheath" is not able to be confirmed. An iabc sample was received for the investigation with no damage or abnormalities noted. The returned device passed dimensional and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "40cc rediguard did not fit through sheath that was provided in insertion tray. They had to grab another sheathoff the sheath off the shelf and ended up using a maquet catheter". Additional information states that the second catheter (maquet brand) was inserted into the same insertion site. No patient injury or consequene reported. The patients current condition is reported as "fine".